Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash underneath the lifevest. The patient saw her physician, and the physician determined that the irritation was contact dermatitis caused by an allergy. The physician recommended allergy medicine for the irritation. The patient reported that the irritation was improving.